Event description:
Placement of an ipp in 1983. Pump failed to work to get a good erection after a few years. At present pt can pump it up only with three or four or five pumps. Sometimes pt gets a spontaneous erection and has good ejaculation.